Manufacturer narrative:
Concomitant medical products: product ID: 8780 lot# serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 17-nov-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2021, information was received from a patient receiving (morphine (unknown dose and concentration) via an implantable pump for spinal pain. It was reported the patient's healthcare professional (hcp) called and scheduled a dye study since the patient's pump was due to be replaced due to normal battery depletion. The patient stated that during the dye study, the hcp stated they could not get dye in. Then they stated they could get just a little in here and there. Troubleshooting was not required. The reason for a dye study was reviewed. The patient stated they were getting back what they expected when asked about refills. No symptoms or patient complications reported.